Manufacturer narrative:
(B)(4). Maquet medical systems, USA submits this report on behalf of the legal manufacturer of the device (B)(4). A maquet field service technician evaluated the device. It was found that the pump would not rotate and the display would stay at zero when the rpm (rotations per minute) were turned up. It was found that a piece of debris/dust had become lodged inside the encoder block of the rfd (rotaflow-drive). The drive/encoder was cleaned and full functionality and safety checks were completed successfully. It could not be determined what caused the debris/dust. A supplemental report will be provided if additional information becomes available. Reference exemption # (B)(4).

Event description:
It was reported that the rotaflow pump displayed a "runaway" error-message. Additional information received on 2015-10-27. The product was replaced during the treatment. It was reported that the rotaflow emergency-drive was used during the pump replacement to avoid that the patient would not be impacted. (B)(4).